Manufacturer narrative:
A field svc engineer performed testing at the user facility. During testing, the device alarmed with an e630 (screw rotation error) error code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e630 (screw rotation error) error code. The device was returned to the biomedical department for a report of, device alarms malfunction code 630. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an e630 (screw rotation error) error code. Though requested, no additional info was provided.